Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, preventing customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset with guidance from technical support, but screen remained unresponsive, so customer planned to use multiple daily injections as backup, was instructed to place pump in storage mode and return it with a prepaid label, and was informed about programming settings and reconnecting continuous glucose monitor on replacement pump.